Event description:
It was reported that during CABG procedure, the instrument had an instrument error code indicated. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
The instrument was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or ojbects when the instrument is activated. Contact with staples, clips or other instrument while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have have been detected at this process.